Event description:
It was reported that 1 bd micro-fine¿ pen needle had breakage issues. The following information was provided by the initial reporter: the customer reported pen needles that broke during injection.

Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 bd micro-fine¿ pen needle had breakage issues. The following information was provided by the initial reporter : the customer reported pen needles that broke during injection.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.